Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available.(B)(4)

Event description:
A customer reported that during a cataract procedure there was no irrigation and the unit was making a grinding noise.the case was completed using the same unit. There was no harm to the patient.additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 1, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A customer clarified the incident was poor irrigation in the sculpt and quadrant settings. The case was completed using lower settings. There was no harm to the patient.